Manufacturer narrative:
Citation: sideris k et al. A three-dimensional saddle-shaped annuloplasty ring for degenerative and functional mitral insufficiency. Thorac cardiovasc surg 2017; 65(s 01): s1-s110 doi: 10.1055/s-0037-1598960. Available online 03 february 2017. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding long-term results after mitral valve repair with a three-dimensional saddle-shaped annuloplasty ring. All data were collected between september 2009 and june 2012. The study population included 369 patients (predominantly male; mean age 62.3 years), all of which were implanted with medtronic profile 3d annuloplasty ring (serial numbers not provided). Among all patients at 30-days post-implant, there were 5 deaths due to degenerative mitral regurgitation and 4 deaths due to functional mitral regurgitation. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events potentially related to medtronic heart valve products included: endocarditis (4), ring dehiscence (5) and moderate to severe mitral regurgitation (1). No additional adverse patient effects or product performance issues were reported.